Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, constant upstream occlusion alarm, which was reproduced while running an infusion and confirmed through a review of the device event history log. Evaluation found continuity on the upstream sensor flex tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient injury.